Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module on the front right corner of the power module, missing battery door, 3 damaged rubber feet, and 4 rubber vent bands being damaged was confirmed via the returned unit. The heartmate power module (serial number (B)(4)) was returned and evaluated at the european distribution center (edc) on 12-may-2022. During the evaluation, it was observed that there was a damaged bottom cover near the front right corner of the unit, a missing battery door, 3 damaged rubber feet, and damaged vent bands. The system booted up as intended. A full functional test was performed on the unit and functioned as intended. The bottom cover, battery door, battery, 4 rubber vent bands, and 3 rubber feet were replaced with known working components and preventative maintenance was then performed on the unit. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bottom cover was damaged at the front right corner of the power module. The battery door was missing and the battery was within 14 month expiration term. Additionally 3 rubber feet were damaged and 4 rubber vent bands were damaged.